Manufacturer narrative:
(B)(4).

Event description:
The customer's husband complained of erroneous inr results when the customer compared her new coaguchek xs meter serial number (B)(4) and her old coaguchek xs meter serial number (B)(4) to a laboratory using the dade innovin method. The customer tested on meter (B)(4) at 9:00 a.m. With a result of 4.3 inr. The result from the laboratory at 10:30 a.m. Was 3.1 inr. The customer tested on meter (B)(4) again at 5:00 p.m. And the result was 4.4 inr. The customer also tested on meter (B)(4) at 5:10 p.m. And the result was 4.3 inr. The same test strips were used on both meters. The customer's therapeutic range is 3.0 ¿ 3.5 inr. No treatment was received. No adverse event occurred. The customer is in stable condition. The customer is not anemic, has no antiphospholipid antibodies and is not on heparin or other direct thrombin inhibitors. There have been no changes to the customer's warfarin dose, no new medications and no recent illnesses. The customer has no symptoms of bleeding or bruising. Both meters and the test strips were requested for investigation. Relevant retention test strips (lot 250322-21) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable. Both returned meters and the test strips were tested in comparison to a retention meter and master lot strips. Donor 1 inr: 2.4 inr, donor 2 inr: 2.9 inr . Donor 1 hct: 45%, donor 2 hct: 38%. For meter (B)(4): donor 1: retention meter with master lot strips: 2.4 inr. Donor 1: customer meter with customer strips: 2.4 inr. Donor 2: retention meter with master lot strips: 2.9 inr. Donor 2: customer meter with customer strips: 2.7 inr. For meter (B)(4): donor 1: retention meter with master lot strips: 2.4 inr. Donor 1: customer meter with master lot strips: 2.4 inr. Donor 2: retention meter with master lot strips: 2.9 inr. Donor 2: customer meter with master lot strips: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specifications. The investigation was unable to find a definitive root cause for this event.